Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: three photos were received by our quality team for evaluation. From the returned photos, blood was observed to be leaking from the injection port. A device history record could not be evaluated as the lot number is unknown. As no sample was returned for further investigation, a root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood and propofol leaked through the bd venflon¿ pro safety peripheral safety IV catheter injection port during use. The following information was provided by the initial reporter, translated from dutch: "the venflon's refill point did not seem to be working. This came to light because the propofol connected to the venflon was coming out through the supplemental injection point. Venflon connected to infusion system and propofol was connected to the infusion system. Upon observation, immediately punctured new IV and transferred medication. However, the venflon still appeared to be losing blood... The nacl syringe was put in place for the pictures, but you can already see the blood coming out... Through the refill point they saw the propofol = medication coming out along with blood. This is of course not desirable."